Event description:
An IV (intravenous solution,) heparin 25,000 units/250cc (25,000 units in 250cc) was set-up to infuse at 7 cc per hour, at hour ( or ). At hr (or ) the entire bag (250 cc) had been infused. The pt was transferred to csicu and treated for overdose ( of heparin). The pt (has) presented with no ill effects from the event.